Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices on critical override mode-disconnected mode. The technical support specialist found two dns that were currently used by all devices, the two dns had been decommissioned. The technical support specialist dialed into the station, changed the dns and rebooted the device and the issue was resolved. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was showing on critical override. The customer reported that there was delay in dispensing the medication, as they were able to obtain the medication from another location. However, there were no adverse events or injuries reported based on this event.